Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that during adjustment, when the vial was tilted to connect the p55 to the vial, connect the injector, and make adjustments, the chemical leaked out.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: multiple samples were provided to our quality team for investigation. Through visual inspection, a leak between the protector and vial was observed within one of the samples, all other product functioned properly and no leakages occurred. Further evaluation of the product that displayed the leak verified the protector was properly assembled, no damage or defects were observed within the protector and the protector properly penetrated the vial stopper. A film on top of the vial was observed, this can prevent a secure connection of the protector onto the vial. A device history review was performed for reported lot 2309115, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Three retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to vials, ensuring they fit properly. The product was evaluated and no damage or defects were observed. Functional testing was performed and no leaks between the protector and vial was identified. Based on the investigation results, it was determined that the protector was not properly connected to the vial due to the film, which resulted in the leak reported. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
No additional information.